Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parent reported via phone call that the customer was hospitalized due to high blood glucose on (B)(6) 2017 with blood glucose of 600 mg/dl. Customer went into diabetic ketoacidosis and was hospitalized. The customer was treated with insulin pump. The customer was not wearing the insulin pump for less than 48 hours prior to hospitalization. Customer's parent also reported that the customer insulin pimp had a keypad anomaly and the act button was unresponsive. Customer stated that the time was not advancing even after the battery has been changed. Unable to complete the high blood glucose troubleshooting due to unresponsive buttons. Customer insulin pump also received a battery out limit alarm and no troubleshooting was performed. The customer¿s parent was advised to have customer discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Findings: pump received with blank display due to moisture damage electronic assembly. Unable to perform the self test, unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test or verify operating the currents, battery out limit alarm, frozen display, and unresponsive buttons due to blank display. Also, received with moisture damage on the motor, battery tube and vibrator assembly. No moisture damage found on the keypad assembly. Pump received with cracked reservoir tube lip, case cracked at the display window corner, minor scratched lcd window, stained end cap sticker, and scratched reservoir tube window.